Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation for her tremor symptom. The physician assessed that the patient required better lead placement. Therefore, the patient underwent a lead revision procedure during which the lead was explanted and replaced. The patient was doing well postoperatively. The lead will not be returned as it was retained by the medical facility.